Event description:
It was reported that a patient was admitted to the hospital due to endocarditis with evidence of vegetation on the valve. The physician elected to explant the pacemaker system. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.